Event description:
It was reported during the patient's follow up, the drg system impedance measurement showed non-functioning drg electrode. Consequently, surgical intervention may be taken to address the issue.

Event description:
Additional information received identified the patient's drg lead was replaced and the patient's stimulation therapy successfully restored.

Event description:
Additional information obtained identified surgical intervention was taken and the patient's lead was replaced.